Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient fell down it caused them to void on themselves and had a bowel leak; the patient called their doctor and was waiting for a callback, and wanted to know if the device was damaged. Additional information was two days later. The patient had diarrhea from an antibiotic medication. Additional information was received on 2017-oct-04 that reported the patient was not steady on their feet from the anesthesia. No further complications were reported/anticipated.